Event description:
According to the rptr: the sheath near the tip of the grasper had come away and was noticed by the surgeon. The piece was retrieved and no other pieces were seen in the pt. The defect was noticed at the end of the procedure therefore negating the need for a replacement product.

Manufacturer narrative:
(B)(4).